Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 1000 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the battery last for a few days. The customer stated that the insulin pump was turning off and was not delivering the insulin. Advised that a replacement of the insulin pump will be sent. It was stated that the insulin pump did not have a battery cap. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.